Manufacturer narrative:
(B)(4). The analysis found that one pcee60a device was returned with no apparent damage and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 3/4 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device was locked out at the 3rd firing. The knife reverse switch was used to return the knife to the home position. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.